Manufacturer narrative:
Device evaluation of electrode belt has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. The monitor was returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 or (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received an inappropriate treatment from the lifevest. At 23:30:00, the patient received the treatment. The patient's rhythm at the time of the treatment was af with rvr at 160 pm with motion artifact. The post-shock rhythm was sinus tachycardia at 100 bpm with motion artifact. The patient's rhythm then slowed to sinus bradycardia at 55 bpm. Af with rvr and double counting contributed to the false detection. From 23:38:25 to 23:45:36 the patient's rhythm was sinus bradycardia at 20 bpm with CPR/motion artifact. The rhythm degraded to asystole with intermittent cardiac activity and CPR/motion artifact. The rhythm then degraded to asystole. The patient remained in asystole until the electrode belt was disconnected at 00:04:34 on (B)(6) 2021.